Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported that the implant had been off because when she turned it on, the implant ¿zap¿ the heck out of her so she turned the implant off and hadn¿t turned it back on. The patient noted that she couldn¿t have a replacement because she had 2 young kids and no time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that she had the ins on, reached to turn a light on and it zapped her. Patient stated it has not been resolved and needs it replaced.